Event description:
During training by a zoll medical representative, the device inappropriately displayed a "defib pad short" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corp. For evaluation. Instead, the suspect multi-function cable was returned. Extensive testing of the cable was unable to deplicate the reported malfunction. Zoll received information indicating the replacement of the cable corrected the reported malfunction.